Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass essential performance testing) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a defective u1003 pld on the computer/analog board. The root cause for the defective u1003 pld could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.